Event description:
Customer reported that the wake button on their current pump did not function properly. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.